Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost a significant amount of weight, and the spinal cord stimulation (scs) implantable pulse generator (ipg) was superficial, thus causing discomfort. The patient underwent an ipg revision procedure where the ipg was repositioned and remains implanted in the patient. The patient was stable postoperatively.